Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button messages and system goes out of auto mode all of the time. Customer stated that batteries last 6 days or less pump once would not accept a brand new battery and customer had to type in phony carbs to get the right amount of insulin delivered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.